Event description:
Following a diagnostic procedure, an angio-seal device was placed in an overweight pt. The positioning of the device went as expected; however, during the actual deployment of the device the physician noted that the suture did not run smoothly. The deployment sequence was completed, but bleeding continued from the puncture site and a hematoma was noted to have formed. The physician attempted to place the tension spring, but the end-to-end spring distrance was observed to be larger than the 2-3 cm distance as described in the instructions for use. As a result, there was no tension held on the device. An ultrasound was performed which identified the presence of a pseudoaneurysm. The pt was taken to the operating room where the vessel was repaired. As of 4/28/1998 there has been no further report of complication or pt sequelae made to the MFR.